Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus connection was loose but functional. There was no power cord with the programmer. It was noted the hinge plate screws were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no power cord for the programmer and the connection for the touch pen had to be pushed on in order for the pen to work. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.